Event description:
It was reported that a large volume pump module was involved in an alleged over infusion of saline d5 a less than one year old patient that had a fever. The intended rate of infusion was 45ml/hr and had a bag volume of 50ml. The patient experienced irritation but the customer specified that there was no patient harm.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of saline was confirmed through log analysis and is attributed to user programming error. The suspect pump module was programmed to infuse at 294 ml/hr, rather than the reported intended infusion rate of 45 ml/hr. The received pcu was received with the seal intact, confirming that it had not been opened after leaving bd production or the san diego repair center. The battery was found to be properly installed, and no issues or anomalies were identified during the inspection. The suspect pump module was not returned for investigation. The timed rate accuracy product analysis procedure as well as the over infusion product analysis procedure can¿t be performed without the pump module or administration set. The facility reported that the suspect pump module had been tested by the facility using the alaris system maintenance (asm) version 12.3 preventive maintenance protocol. The device passed the instrument inspection, air in line sensor testing, and both patient side and fluid side occlusion testing. However, there are no complete recorded results for the rate accuracy test, making it unknown whether the device was calibrated and operating within specifications. The received pcu was tested using the alaris system maintenance (asm) version 12.3 preventive maintenance protocol to ensure the device was working within specifications. The device passed all preventive maintenance testing successfully. The administration set involved in the incident was not returned for testing, therefore it could not be determined if any faults existed at the time of the event. The pcu event, error, and battery logs were retrieved from the suspect device and the suspect pcu using the alaris system maintenance (asm) software to assess programming and event details related to the alleged incident. The event and error logs for the suspect pump module were not provided by the facility for investigation. No errors were identified in the error logs of the suspect device related to the reported issue. The event date was reported as (B)(6) 2026, with no time provided. However, the logs do not show any infusions programmed at a rate of 45ml/hr, nor was the suspect pump module attached to the suspect pcu on the reported event date. Log review indicates that the suspect pump module was added to the alaris configuration on (B)(6) 2026 at 7:25am and was labeled as channel a. The suspect device was programmed to infuse ns (drugid=(B)(6)), suspected to be saline, at a rate of 294ml/hr with a volume to be infused (vtbi) of 294ml. The infusion started at 7:25am and was paused at 7:31am with a recorded primary volume infused of 27.958ml. Afterwards, the suspect was channeled off by the clinician. At 7:40am, the suspect channel was selected, and the infusion was resumed at the same rate of 294ml/hr with a vtbi of 266.042ml. The infusion was paused at 7:42am and turned off by the clinician, with a recorded total volume infused (tvi) of 39.619ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. Additionally, it is not known what medication is in the actual bag or bottle, only the drug that the device was programmed to infuse. Proper operation of the bd alaris system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris system. Per product labeling, alaris system user manual (v12.1), states within warnings and cautions, to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. Before loading the administration set, the pcu should first be powered on to allow a self-test to provide the clinician with verification of the operational safety and correct functioning of alarms for the system. After the self-test is complete, a primed infusion set can be loaded into the device. In the event the infusion set¿s safety clamp is left in the open position and the roller clamp is open, unregulated flow can occur. In this situation, a high priority, non-silenceable alarm will occur, with a scrolling message on the pump module that the safety clamp is open and to close the door. It is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with prior infusions that infused to completion. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to close the roller clamp before opening the door. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion was identified through log analysis and is attributed to user programming error. The analysis confirmed that the suspect pump module was not programmed to infuse at a rate of 45 ml/hr as reported by the facility. Instead, the event logs show that the pump module was programmed to infuse at 294 ml/hr, with a volume to be infused (vtbi) of 294 ml. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.